Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a device that does not turn on and was in black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen. A field service engineer inspected the device and identified drawer 7-1 in aux as the cause of power issue. Replaced printed circuit board assembly (pcba) card and reconfigured. Verified functionality through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report issue was confirmed during fse testing and subsequently confirmed in the dchu testing process. According to work order (wo) (B)(4), the field service engineer (fse) reported that the medstation es would not power on. Troubleshooting identified auxiliary drawer 7.1 as the cause. The fse replaced the drawer pcba and reconfigured the unit. The device was tested in the hardware test application. During dchu visual inspection the use 331392-01 pcba dwr cntlr v1.10/v1 (pn 151622-01) was observed with no signs of physical damage, loose components, fluid ingress or missing components. Testing of the pcba drawer controller using a digital multimeter observed damage components (d501, q501 and q601). The investigation did not continue due to the condition of the board. The device was un use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of es won't turn on black screen was attributed to a shorted diode d501, mosfet q501 and q601 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a device that does not turn on and was in black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that the components on the drawer controller board were damaged. There were no adverse events or injuries reported based on this event.